Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Subsequently, the customer lost consciousness and fell, resulting in a head laceration, and an unspecified head and brain injury. The customer was given staples in head, and a tetanus shot to treat the head laceration. Additionally, the customer was dehydrated and consumed carbohydrates and unspecified fluids to address bg level. Reportedly, customer left the ER 2.5 hours later with the issue resolved; however, customer sustained permanent hearing loss, and a scar as a result of the reported issue. The cause of the low bg was unknown. No additional information was provided.